Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that  the patient reported a therapy issue.  The patient said they contacted their managing doctor and were told to get a reset on their therapy. The patient reported that both during the day and at night they weregoing to the bathroom constantly. They mentioned experiencing pain and wetting themselves, stating that it had not been pleasant. The patient said they needed to figure out what they were supposed to be doing because the therapy was not helping. The patient also stated they felt shocks around their urethra and said, "if I could get this out of my body, I would." The patient mentioned experiencing symptoms (unclear description) throughout the night and having to change pads frequently. The patient asked what the tingling sensation is supposed to do and what the programs are intended for. The agent reviewed considerations for therapy optimization and, general programming guidance and educated the patient on the general use of external devices. The agent walked the patient through connecting to the ins and switching between programs. The patient was able to connect to the ins, change programs, and increase the stimulation. The patient confirmed they felt the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and to contact their managing healthcare provider if symptoms persist.